Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tim20 clips do not close on the tissue. Another tim20 instrument was used to complete the case. There was no consequence to the pt.